Manufacturer narrative:
Additional manufacturer narrative: the bme contacted nihon kohden and stated that he purchased a (B)(4) motherboard, which he claims is about the same as the one recommended by the manufacturer. He stated this resolved the issue and that there was no use for the loaner. Nihon kohden verbally explained to the customer that this device was now considered adulterated as it does not have the motherboard specified by the manufacturer.

Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
Customer believes that the problem is with the motherboard after testing with another power supply. We followed up with the customer and left a message for additional info on the device such as if they had replaced the motherboard or if other repairs were done and if the issue with the device was resolved. The customer has not responded back.